Event description:
Product: bard powerpicc solo 5f dl PICC. Lot # refu2453, defective part: introducer/dilator - where the gray meets the white tip while inserting the introducer/dilator, this rn was having a particularly hard time inserting it into the arm. I retracted the introducer/dilator and observed bunching of the gray portion of the device, where it meets the white tip. I immediately discarded the introducer/dilator and requested a micro introducer kit be dropped onto the sterile field. FDA safety report ID# (B)(4).